Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not accept cartridges during the load process. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined troubleshooting with tandem technical support.